Event description:
In 2009, the pt reported that her blood glucose was elevated to 419 mg/dl and it had been 96 mg/dl prior to lunch. She had been experiencing a recurring e6 (mechanical) error for the last 2 hours. She attributes elevated blood glucose to the e6 error. She had attempted to bolus 4 units of insulin and through review of the bolus history, it was shown that only 0.5 units of insulin was delivered. She stated that she had changed the battery 2 times in an attempt to resolve the issue. She was assisted with clearing the error by performing the change cartridge procedure. Upon follow up with the pt five days later, she stated that her blood glucose had returned to normal and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.